Manufacturer narrative:
(B)(4). (B)(6). It has been indicated that the product will not be returned to zimmer biomet, as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 1825034-2016-02995 & 1825034-2017-02231. Ando, w., yamamoto, k., atsumi, t., tamaoki, s., oinuma, k., shiratsuchi, h., tokunaga, h., inaba, y., kobayashi, n., aihara, m., ohzono, k. (2015). Comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study. Journal of orthopaedics. 1-9.

Event description:
A patient identified in the journal article experienced elevated metal ion levels approximately twelve months post-implantation. Further patient outcome is unknown. No additional patient consequences were reported.